Manufacturer narrative:
Product analysis: analysis of the epg found contamination in the main printed circuit board (pcb), upper case, encoder assembly, two knobs, liquid crystal display, display frame, display grommet, insulator label, four display screws and six main pcb screws. A backlight issue was noted; connector on main pcb. Analysis was unable to confirm the customer comment of error button press detected during power up. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.